Event description:
I have been implanted with essure in (B)(6) 2012. Over the past year and a half, I have ben having pelvic pain that has worsened over time to include cramping, shooting/stabbing pains in pelvis and vagina. I also have twitching/fluttering in my stomach. I have constant back pains. I went from taking longer to having an orgasm to sex becoming painful to now having no sex drive. I have headaches that have been more frequent/painful. My periods have become painful and I have constant brain fog. I have pain shooting down the front part of my thighs. I feel bloated all the time and at times have a "heavy" feeling in my vagina like my insides are going to fall ut of me.